Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a strabismus surgical procedure on unknown date and the suture was used interrupted on the conjunctiva. The patient experienced redness and reaction from a foreign body after three-four weeks from the procedure. The patient developed a granulomatous reaction and was treated with local therapy combination of aminoglycoside, corticosteroid and lubricant. It was also reported that the symptomatology requested a prolonged corticosteroid treatment beyond the normal two-three weeks and mechanical suture removal.